Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent revision surgery on the left knee due to pain, tibial tray loosening, and nickel allergy on (B)(6) 2017. Depuy cement was used during the revision surgery, there is no evidence of depuy products used during the primary. The patient also underwent a primary right total knee replacement on (B)(6) 2018. Competitor components were implanted along with depuy cement. There is no alleged revision for the right knee.